Event description:
On 12-29-98, a 3.5 x 13 duet stent infalted to 13 atm in post decending artery. Next angio after stent deployment spouse vessel perforation. Perfusion balloon inserted advanced to perforation and inflated for 15 min and 15 sec. Then angio taken site better. Inflated again using perforation balloon for 20 min 15 sec. Angio taken. Pda sealed.